Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience pain during right ventricular (rv) pacing. Many repositioning was necessary during the procedure due to same pain sensation upon pacing with the new lead. A suitable position with no pain was found thereafter. The lead was explanted. No additional adverse patient effects were reported.